Manufacturer narrative:
A replacement probe was shipped to site. No part has been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, the handle of the lumbar probe broke when the surgeon hammered it. The surgery was completed with the use of another probe. The broken fragments were retrieved and discarded by site. There was no impact on patient outcome. There was a delay of less than 1 hour to the procedure.

Manufacturer narrative:
Correction: the reported issue occurred following one stroke of the hammer.